Event description:
It was reported that during prep for a peripheral intervention treatment procedure, a tip detachment occurred. While removing the 150/20/1 renegade -18 microcatheter from the packaging hoop, the tip detached and remained stuck inside the packaging hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: product analysis could not be completed as the unit was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).